Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease, migraine headache and dizziness. Concurrent conditions included cholelithiasis, regional lymphadenopathy, ovarian enlargement, vomiting, pelvic discomfort, restless legs, insomnia, vertigo, ovarian cyst and dysuria. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and back pain ("back pain"). The patient was treated with surgery (ablation, dilation and curettage and unilateral salpingo-oophorectomy-left side, hysterectomy with unilateral salpingectomy-right side). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, fatigue, vaginal infection, migraine, nausea, depression, anxiety, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) date of removal : (B)(6) 2012; 2013, (B)(6) 2014, unilateral salpingo-oophorectomy-left side; hysterectomy with unilateral salpingectomy-right side (as written per pfs, please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.; on (B)(6) 2010: no evidence of free spill status post essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, cramping, headaches, abnormal bleeding, nausea, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event added: back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease, migraine headache and dizziness. Concurrent conditions included cholelithiasis, lymphadenopathy, ovarian enlargement, vomiting, pelvic discomfort, restless legs, insomnia, vertigo, ovarian cyst and dysuria. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation, dilation and curettage and unilateral salpingo-oophorectomy-left side, hysterectomy with unilateral salpingectomy-right side). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, fatigue, vaginal infection, migraine, nausea, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) date of removal: (B)(6) 2012; 2013, (B)(6) 2014, unilateral salpingo-oophorectomy-left side; hysterectomy with unilateral salpingectomy-right side (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.; on (B)(6) 2010: no evidence of free spill status post essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, cramping, headaches, abnormal bleeding, nausea, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporter information added. Event: abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), fatigue, vaginal infection, migraines/headaches, nausea, depression, mental anguish, weight gain added. Outcome of the event pain, abnormal bleeding were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease, migraine headache and dizziness. Concurrent conditions included cholelithiasis, regional lymphadenopathy, ovarian enlargement, vomiting, pelvic discomfort, restless legs, insomnia, vertigo, ovarian cyst and dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, norethisterone acetate (norethindrone acetate) from (B)(6) 2010 to (B)(6) 2010, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression/psych injury") and anxiety ("mental anguish / anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, dilation and curettage and unilateral salpingo-oophorectomy-left side, hysterectomy with unilateral salpingectomy-right side). Essure was removed on 7-(B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal infection, back pain, bacterial vaginosis and vulvovaginal candidiasis had resolved and the abdominal pain lower, dyspareunia, fatigue, migraine, nausea, depression, anxiety, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) date of removal : (B)(6) 2012; 2013, (B)(6) 2014, unilateral salpingo-oophorectomy-left side; hysterectomy with unilateral salpingectomy-right side (as written per pfs, please note discrepancy). She received treatment for "bacterial vaginosis and candidal vaginosis". She received treatment for pain, bleeding, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.; on (B)(6) 2010: no evidence of free spill status post essure. Imaging procedure - on (B)(6) 2010: the doctor told me that both fallopian tubes were blocked successfully. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event : "vaginal infection and vaginal pain" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease, migraine headache and dizziness. Concurrent conditions included cholelithiasis, regional lymphadenopathy, ovarian enlargement, vomiting, pelvic discomfort, restless legs, insomnia, vertigo, ovarian cyst and dysuria. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, norethisterone acetate (norethindrone acetate) from (B)(6)2010 to (B)(6) 2010, nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression/psych injury") and anxiety ("mental anguish / anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, dilation and curettage and unilateral salpingo-oophorectomy-left side, hysterectomy with unilateral salpingectomy-right side). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, bacterial vaginosis and vulvovaginal candidiasis had resolved and the vulvovaginal pain, abdominal pain lower, dyspareunia, fatigue, vaginal infection, migraine, nausea, depression, anxiety, weight increased, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) date of removal : (B)(6) 2012; 2013, (B)(6) 2014, unilateral salpingo-oophorectomy-left side; hysterectomy with unilateral salpingectomy-right side (as written per pfs, please note discrepancy). She received treatment for "bacterial vaginosis and candidal vaginosis". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.; on 1(B)(6) 2010: no evidence of free spill status post essure. Imaging procedure - on (B)(6) 2010: the doctor told me that both fallopian tubes were blocked successfully. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events¿ bacterial vaginosis, vulvovaginal candidiasis, and post procedural complication¿ were added. Events¿ pelvic pain, abdominal pain, genital bleeding, menorrhagia, and vaginal bleeding¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.